Manufacturer narrative:
Investigation summary: customer returned (12) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 6319792. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for hub broken and the 3rd related complaint for scale marking defective on lot # 6319792. A review of the device history record was completed for batch # 6319792 all inspections were performed per the applicable operations qc specifications. There was one (1) notification that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. All returned syringes were examined and no broken hub or cannula was observed. Also, all scale markings were observed to be clearly and legibly printed correctly on the barrel. No defects were observed on any of the returned syringes. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle broke off at the point with the cannula connection and the scale is not printed correctly. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle broke off at the point with the cannula connection and the scale is not printed correctly. No serious injury or medical intervention was reported.